Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low out of range pace impedances, high pacing thresholds, and low sensing of 2.5 mv. The rv lead was surgically abandoned and replaced. The existing implantable cardioverter defibrillator remains in service and no testing was performed during the revision. No additional adverse patient effects were reported.